Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functional and did not engage when power was applied. The assignable root cause was determined to be due to wear on mechanical and electronic components from repeated sterilization and normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified ankle surgery, it was observed that the small battery drive device was sluggish. According to the report, the user attempted to use new battery devices, and the same result was observed. There were no delays to the surgical procedure as an identical spare device was available for use. The surgery was successfully completed with the spare device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.